Event description:
It was reported that the patient had a previous infection in the left side of the corporal body with an inflatable penile prosthesis (ipp). The ipp was removed, and a tactra malleable was placed on the right side and stimular on the left side to treat the infection. Six weeks later, the patient returns for a replacement of the tactra with an ipp; the tactra was a palce holder while the patient recovered from his infection. No further patient complications were reported.